Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's wife that the customer's insulin pump is messing up and alarming no delivery. The customer's blood glucose was unknown. The customer's blood glucose was unknown. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The pump was received with currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected excessive no delivery alarms were noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.